Event description:
It was reported that a patient underwent an epigastric supra-umbilical hernia repair procedure on (B)(6) 2014 and mesh was implanted. The patient experienced a hematoma on (B)(6) 2014 and no intervention was provided. On (B)(6) 2015, the patient experienced swelling, redness and discomfort at the incision site and was diagnosed with superficial wound sepsis/ infection. The wound was edematous and erythematous with mild purulent exudate at two points. The infection was treated with oral antibiotics and unknown wound dressings. Currently, the patient is well and mobile. The wound sepsis has resolved but the patient still has a large hematoma which is beginning to liquefy. The patient still has some discomfort from the hematoma.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.